Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos provided by the customer. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. In addition, inspections performed while producing this lot were all good. The syringes are designed to push the plunger rod down, not to pull it up. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: based on the investigation carried out and with no sample to analyze the symptom reported by the customer can¿t be confirmed nor could the symptom be correlate with a root case linked to the manufacturing process. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe stopper separated from the plunger rod on 2 occasions during use. The following information was provided by the initial reporter: the stopper was separated from plunger rod during the use of flush.